Event description:
It was reported that 434 ll vlv adpt(stand alone) sets each from lots 21025049 and 21035552 had valve issues that resulted in blockage/occlusion during the flush. The following information was provided by the initial reporter: "identified issues with valve of the needle-free connector resulting in difficulty to flush or flow, with partial or total occlusions on extension sets with needle-free connectors."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the smartsite will not flush or flow, with partial or total occlusions. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21025049 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21025049, medical device expiration date: 2024-02-20, device manufacture date: 2021-01-26. Medical device lot #: 21035552, medical device expiration date: 2024-03-07, device manufacture date: 2021-03-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 434 ll vlv adpt(stand alone) sets each from lots 21025049 and 21035552 had valve issues that resulted in blockage/occlusion during the flush. The following information was provided by the initial reporter: "identified issues with valve of the needle-free connector resulting in difficulty to flush or flow, with partial or total occlusions on extension sets with needle-free connectors."